Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, it was reported that the battery gauge was intermittently observed to be fluctuating. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.